Event description:
The physician successfully deployed a driver rx coronary stent system stent to the prox rca. Approximately 9 months post index procedure, the pt passed away from suspected gallbladder cancer.

Manufacturer narrative:
(B)(4). Evaluation, results: death, impaired hepatic function.